Manufacturer narrative:
Section b3 date of event was corrected.

Manufacturer narrative:
As reported, the doctor used the 6f-7f mynx control vascular closure device (vcd) in a brachial artery (he was aware it was off-label) and put the plug into the artery. There was no reported patient injury. The patient was well. The doctor was trained. The type of procedure was the mynx vcd used in percutaneous transluminal angioplasty procedure. The patient has no relevant medical history. A 6f cordis sheath brite tip sheath was used. The patient recovered after the event. The physician is not willing to provide any additional information. The product was not returned for analysis. A lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿inaccurate placement (intravascular)¿ was confirmed through the receipt of the complaint information and admission by the physician. Review of the information provided indicates that the user did not follow the instructions for use. According to the instructions for use, which is not intended as a mitigation of risk, the mynx control vcd is indicated for use to seal femoral arterial access sites while reducing times to hemostasis and ambulation in patients who have undergone diagnostic or interventional endovascular procedures utilizing a 5f, 6f or 7f procedural sheath. The IFU also instructs: to ensure proper deployment and use of this device and to prevent injury to patients, read all information contained in these instructions for use. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the doctor used the 6f-7f mynx control vascular closure device (vcd) in a brachial artery (he was aware it was off-label) and put the plug into the artery. There was no reported patient injury. The patient was well. The doctor was trained. The type of procedure was the mynx vcd used in percutaneous transluminal angioplasty procedure. The patient have no relevant medical history. A 6f cordis sheath brite tip sheath was used. The patient recovered after the event. The device will not be returned for analysis as it was discarded.